Event description:
It was reported by the customer that a pyxis medstation es system needed initial device setup (network & rss software). The customer stated that the station was not communicating and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A field service engineer changed the network port, installed a hard drive image and performed data synchronization to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.